Manufacturer narrative:
Fse reported the customer declined repair of the power supply. No parts were replaced.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the ventilator alarmed with vent inop due to an air valve liftoff failure. The manufacturer's field service engineer reported there was no patient involvement.